Event description:
The customer reported via phone call that he went to the emergency room on (B)(6) 2015. Customer stated that the hospitalization was not pump related but it was set related. Customer was working in the yard on (B)(6) 2015 in 100 degrees weather. The set pulled out of his body due to heavy perspiration, belt rubbing, and tugging of the line. Customer was hospitalized with a blood glucose over 600 mg/dl. Customer thinks that someone said his blood glucose was 850 mg/dl but he was not sure. Customer's needle site was out of his body. Customer had diabetic ketoacidosis. Customer was hospitalized overnight and was wearing the pump at the time of the emergency room visit. Customer confirmed that his health care professional did not want the pump replaced but wanted him to get a newer pump. Customer declined troubleshooting for product not adhering.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.